Event description:
Malfunction - sensing and pacing - of right ventricular st jude lead causing bradycardia. Pt had also been complaining of intermittent hiccoughs and dyspnea upon exertion. Dates of use: 2 weeks. Diagnosis or reason for use: sick sinus rhythm, bradycardia.